Event description:
Collapse of cypher coronary stent in the main artery of the heart leading to acute myocardial thrombosis, followed by coronary bypass surgery, the development of acute respiratory distress syndrome (ards) followed by staph as well as other infections, developing into sepsis, resulting in death.